Event description:
This is a report of a patient who passed away coincident with peritoneal dialysis (pd) therapy. The cause of death was unknown. It was unknown if the patient was hospitalized at the time of death. It was unknown if therapy was ongoing at the time of death. It was unknown if an autopsy was performed. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The device was returned and an evaluation was performed to investigate the reported event. A review of the device logs revealed there was no failure, malfunction, or increased intraperitoneal volume (iipv) event that could have caused or contributed to the home patient passing away. During visual inspection, the door cover was found to be damaged and the unit had no backlight. Further investigation determined that the issues identified were unrelated to the reported death. A power on self-test was successfully performed and the device completed a one hour therapy with no issues noted. The device passed all check and calibration tests successfully. A review of the device history revealed no nonconformities, failures, rework or deviations that would cause or contribute to the reported problem. Upon conclusion of the investigation, no failures, malfunctions, or abnormalities were identified that could have caused or contributed to the reported death. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.